Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported the manufacturer representative was at a pump replacement case and was attempting to update the pump and got a pump memory error. It was noted there were sources of potential emi present. The pump was re-interrogated and reprogramming was correct and the issue was resolved. There were no patient symptoms reported. The pump was used to deliver clonidine, bupivacaine and dilaudid.